Manufacturer narrative:
The device has not been returned for evaluation, though multiple requests have been made. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer called in to inquire why the bending rubber would rupture during the reprocessing of the evis exera ii bronchovideoscope. Olympus technical assistance center (tac) personnel informed them that, if the water resistance cap is not removed from the scope, then the excess build up of pressure would rupture the being rubber as its not designed to withstand that rated pressure. This report is being submitted to capture the incorrect reprocessing techniques employed by the facility. This event occurred during reprocessing, there was no patient involvement.

Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.